Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedances, reaching out of range measurements, above 125 ohms. Technical services (ts) reviewed the event and recommended further evaluation. No adverse patient effects were reported. This rv lead remains in service.